Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and moderately tortuous lesion in the right coronary artery (rca). The patient was noted to have a myocardial infarction (mi. A 2.5x33mm xience sierra drug-eluting stent (des) was advanced through resistance and successfully implanted at the lesion on a bend; however, the stent struts were noted to fracture. A 2.5x33mm xience sierra stent was deployed to cover the fractured stent and the procedure was completed. There were no adverse patient sequela nor clinical delay. No additional information was provided.